Event description:
A report was received that the patient's ipg was heating up and was causing more pain. It was also noted that the patient was frequently charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.